Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to maintenance deficiency. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during device testing, the small battery drive device was broken and not working. During in-house engineering evaluation, it was determined that the device failed the trigger test, failed sticky speed trigger, failed oscillation/forward/reverse mode function, failed oscillation angle failed switching function forward and reverse and failed power with the test bench. It was further determined that the device electronic control unit had no voltage, there was corrosion on the trigger and other components, and the triggers were sticking. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.